Manufacturer narrative:
Received voluntary event report # (B)(4) on 02/07/2019. Device not returned for evaluation. Review of device history records did not show any issues.

Event description:
Two probes from a 3 probe case, probes passed pretest. Shafts frosted during the first freeze at the 5 minute mark. The skin was in contact with the frosting of the shaft. Complaint 1 of 2.